Event description:
A user facility reports that an intraocular lens (iol) did not exit the cartridge of the iol delivery system correctly. A damaged iol was returned for eval. It is not known whether there was pt impact/injury associated with this event. Add'l info has been requested.

Event description:
Additional information provided by the user facility indicates there was no pt impact/injury associated with this event.